Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a peritoneal dialysis catheter. The customer reports a home pd patient was using the restroom when she noticed transfer set and beta cap adapter were disconnected. Patient went to hospital, received prophylactic antibiotics and new transfer set. Patient had original transfer set and adapter since (B)(6) 2009. Nurse stated original connection of adapter to transfer set made by hand, with no connection difficulties noticed.